Manufacturer narrative:
If the information is unknown, not available, or does not apply, the section of the form is left blank.

Event description:
It was reported to resolve on (B)(6) 2024 that caudal screws appeared to be fractured and backing out of a two-level coda plate. Later, on (B)(6) 2024, it was reported to resolve that the same case resulted in a revision surgery. Patient outcome and the results of the surgery are unknown to resolve.

Manufacturer narrative:
If the information is unknown, not available, or does not apply, the section of the form is left blank.

Event description:
It was reported to resolve on (B)(6) 2024 that caudal screws appeared to be fractured and backing out of a two-level coda plate. Later, on (B)(6) 2024, it was reported to resolve that the same case resulted in a revision surgery. Patient outcome and the results of the surgery are unknown to resolve.